Event description:
When removing trial punch, the small piece of metal that helps with handle attachment broke off.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned hp mbt cem keel punch sz 4-7 (lot j1009) confirms the tab is fractured. Further examination for the keel punch reveals significant gouging/wear suggesting heavy usage. The investigation could not draw any conclusions about the root cause of the fractures, however heavy usage over time and or user error/misuse could be contributing factors. CAPA (B)(4) was previously initiated to identify root cause and any corrective actions. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.